Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was bloody. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed tip damage (misshapen), shaft damage (flattened) for a length of 10mm from the collar, and collar damage (bent and partially separating). Inspection of the rest of the device found no other damage or defect. The stent device used in the procedure was not retuned for analysis, so a lab supplied stent catheter was used for functional testing. The stent device was inserted into the collar of the guidezilla and advanced. The stent device advanced easily and without issue through the shaft and out from the guidezilla tip.

Event description:
Reportable based on device analysis completed on 15sep2020. It was reported that the stent was stuck in the guidezilla upon advancing. The 80-90% stenosed target lesion was located in the mildly tortuous mid right coronary artery (rca) to ostial artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, a 3.0x15 nc emerge failed to deliver the guidezilla to mid rca, thus it was switched to 3.0x15 nc emerge to pre-dilate more. Subsequently, a 3.0x38 promus elite was advanced but was stuck within the guidezilla with around 4-6mm of the stent sticking out of the extension catheter. Both devices were examined for wire wrap, and was advance again yet failed. The stent and guidezilla were removed. The procedure was completed with a different device. No patient complications were noted. However, device analysis revealed partial collar separation.